Event description:
Reporter indicated that a newly received vns therapy programming wand would not communicate properly with a pulse generator. It was additionally reported that "the black piece that is found at the base of the wand where the cord enters the wand body was pulled out about an inch or so." Wand was subsequently returned to manufacturer for product analysis. During analysis the reported issue, communication difficulties, was confirmed. This event was caused by the dislodged strain relief grommet from the handle location. The cause for the dislodged strain relief grommet is unknown. The serial data cable, which produced communication errors, had an unplugged serial data cable as a result of the dislodged strain relief grommet.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.